Event description:
Device 2 of 2: MFR reference report: 3006705815-2018-03255.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2018-03255. It was reported that the leads have migrated. X-ray confirmed migration. Lead revision occurred on (B)(6) 2018. The physician pulled down the leads one vertebral level. Effective therapy was restored after the procedure. No products were implanted or explanted.